Manufacturer narrative:
The user had two sensors inserted in the same arm after an old sensor was unable to be removed on the first attempt. The user was advised to consult with their hcp to discuss next steps for the removal of the old sensor or both sensors. No further investigation is required.

Event description:
On june 19, 2024, senseonics was made aware of an incident where the user had two sensors inserted into the same arm after an old sensor was unable to be removed on the first attempt. The user was referred to their hcp to discuss next steps for sensor removal.